Event description:
It was reported the pipeline distal and middle section was not fully opened during deployment. The system (catheter and pipeline) was removed from the pt. No pt injury reported.

Manufacturer narrative:
The device has been evaluated and one end of the pipeline was found damaged. This likely prevented the pipeline from fully opening. (B)(4).